Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller did not experience any notable events prior to the malfunction and the issue did not cause the customer¿s blood glucose to exceed dangerous levels. Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappear.